Manufacturer narrative:
(B)(4) the biosense webster failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found that there was a sharp edge at the ring 4 caused by a bent at the peek housing. Further information received indicates that this condition was not observed during the procedure or prior to sending the catheter back. It might have occurred while sending the catheter back to biosense webster. A scanning electron microscope (sem) test was performed and it was found that the body external surface presented evidence of scratching and displacement material between the polyurethane (pu) and the peek housing. However, there was no evidence of mechanical damage that could be contributed to the bend condition. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The catheter was evaluated for screening test and force calibration check and the catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was working properly. Finally, the force sensor values were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of bend noticed on the catheter does not appear to be manufacturing related.

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and during the biosense webster failure analysis lab assessment, it was discovered that there was a sharp edge formed on ring #4. The initial report stated that the contact force value of the smart touch bidirectional catheter reflected an 'n/a' error and was displayed as 40-60g although the catheter did not make any contact. Zeroing was re-conducted but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. This reported issue was assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab discovered on (B)(6), 2015, that the catheter tip section was bent near ring #4. No internal parts were seen or exposed. A sharp edge was formed on ring #4 as the result of the bend. Additional information was received on this returned catheter condition. It was confirmed that there was no patient consequence observed during the procedure or post the procedure. There was no information provided that there was any resistance or difficulty during insertion or removal of the catheter. This condition had not been noticed before or after use of the product. There is no information on the sheath used with this product. Since the ring was sharp, this issue has been assessed as a reportable malfunction. The awareness date has been reset to october 21, 2015.